Event description:
Country of complaint: (B)(6). The suture detached, the thread broken and needle is missing the edge.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.